Event description:
It was reported that during a laparoscopic lobectomy procedure on (B)(6) 2014, the device was used on the bronchial tube. Then, three weeks later, a leak occurred from the cut end of the bronchial tube. Reoperation was performed and one whole lung was removed. We are presently checking the detailed information. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what color cartridge was being used? Ecr60b. What was the patient¿s diagnose? Pulmonary cancer at left upper lobe. Why was the surgeon required to do a pneumonectomy? At first, left upper lobe resection was conducted for pulmonary cancer. Approximately three weeks after the primary operation (around (B)(6) 2014), a leak occurred and second surgery was conducted on (B)(6) 2014 and whole left lung was resected. There was no detailed information about whole left lung resection, but it was reported from the surgeon a necrosis on the lung tissue was observed during the 2nd operation. Maybe the surgeon required whole left lung resection due to necrosis. Were there any issues experienced during the initial operation?¿no. But the surgeon commented that during the initial operation, it was hard to close the target lesion and firing sound was slow down. What was found during the second operation? Dehiscence of the staple site and necrosis were observed. Were there any issues found with the staple formation during the second operation? The surgeon commented the staple formation couldn¿t be found due to necrosis. What is the patient¿s status? Stable and he was discharged from the hospital. Is the patient expected to have a full recover? Yes.